Manufacturer narrative:
This report is submitted on august 4, 2022

Event description:
Per the clinic, the patient experienced ongoing infections (non-device related infections - cholesteatoma) early in the implantation period. The patient became a non-user secondary to poor hear responses.

Manufacturer narrative:
B5: correction: per the clinic, the device was explanted on (B)(6) 2022, due to non-use and other medical reasons. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on september 16, 2022.